Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a severely calcified and severely tortuous proximal left circumflex artery. The physician predilated with a non bsc balloon and was successful, but noted it was difficult to cross the lesion. A 2.75x24mm taxus liberte' drug eluting stent was advanced to the lesion, but could not cross. When the device was removed from the body, stent damage was noted. The procedure was completed with a different device. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B)(4).